Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was defective on arrival. They had a speaker malfunction when booting up, and no sound. This was defective on arrival; there was no patient involvement.